Manufacturer narrative:
The actual device was returned to the manufacturing site for investigation and found a malfunctioned electrical component which led to the reported failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an electronic components (opto-coupler) inside the charger that was found to be out of order due to faulty/defective production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure it was observed that the battery charger device was not charging and the blue led was flashing. There was no patient involvement reported. It was reported that there was no delay due to the event. It was not reported if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.